Manufacturer narrative:
Monitor sn (B)(4) returned for evaluation. Upon investigation, the monitor failed a baseline test due to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.